Event description:
It was reported that a spectrum iq infusion pump had an issue of occlusion error during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of ¿occlusion error¿ was not reproduced. The device was sent to flow lines for an upstream and downstream occlusion tests and both passed with no false alarms. A review of event history log revealed multiple occurrences of upstream and downstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor and force sensor scale factor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.